Manufacturer narrative:
Date rec'd by MFR: 10may2019 MFR site correction. Device evaluated by MFR, patient and device codes. A replacement touchscreen was sent to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/06/2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.